Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) hardened.

Manufacturer narrative:
We checked the returned unit and confirmed that the insertion flexible tube (ift) spiral closer condition. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the objective lens unit scratched, the lg air/water socket cylinder dirty, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.